Manufacturer narrative:
Subject device remained implanted.

Event description:
It was reported that post elective clipping of an anterior choroidal arterial aneurysm, the patient was treated for the left internal carotid artery (ica) stenosis (ophthalmic segment) by 4 balloon angioplasty. The second angioplasty with a non-stryker device was complicated with an endothelial dissection of the distal left ophthalmic segment of the ica. The stent (subject device) was uneventfully placed to treat the dissection and the stenosis at the stenotic segment. However, in-stent thrombosis with 2 foci of distal thromboembolism occurred. Platelet aggregation inhibitor (abciximab) was administered but in-stent thrombosis was persistent. Anticoagulant (heparin) was administered and in-stent thrombosis was improved. It was reported that in-stent thrombosis adverse event was resolved without clinical consequences. Post procedure, the patient had hemiparesis, which was believed most likely due to dissection.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient thrombosis (treated vessel) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that post elective clipping of an anterior choroidal arterial aneurysm, the patient was treated for the left internal carotid artery (ica) stenosis (ophthalmic segment) by 4 balloon angioplasty. The second angioplasty with a non-stryker device was complicated with an endothelial dissection of the distal left ophthalmic segment of the ica. In the physician's opinion, the cause of the endothelial dissection flap was a combination of atherosclerotic disease involving the vessel wall, and the intraoperative manipulation of the ica that was necessary to visualize the branch vessels arising at the origin of the left anterior choroidal artery aneurysm. The stent (subject device) was uneventfully placed to treat the dissection and the stenosis at the stenotic segment. However, in-stent thrombosis with 2 foci of distal thromboembolism occurred. Platelet aggregation inhibitor (abciximab) was administered but in-stent thrombosis was persistent. Anticoagulant (heparin) was administered and in-stent thrombosis was improved. It was reported that in-stent thrombosis adverse event was resolved without clinical consequences. Post procedure, the patient had hemiparesis, which was believed most likely due to dissection.